Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p09 (alinity I hbsag confirmatory v.1) that has a similar product distributed in the us, list number 4p54 (architect hbsag confirmatory) with 510k/PMA/bla number p110029. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely reactive alinity I hbsag confirmatory v.1 result for a patient having a screening test prior to oral surgery. The following results were provided: initial alinity I hbsag result = 0.06 iu/ml, repeat result = 0.04 iu/ ml alinity I hbsag confirmatory v.1 positive: neutralization rate = 132.675% no impact to patient management was reported.

Event description:
The customer observed a falsely reactive alinity I hbsag confirmatory v.1 result for a patient having a screening test prior to oral surgery. The following results were provided: initial alinity I hbsag result = 0.06 iu/ml, repeat result = 0.04 iu/ ml. Alinity I hbsag confirmatory v.1 positive: neutralization rate = 132.675%. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely reactive alinity I hbsag confirmatory v.1 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I hbsag confirmatory v.1 assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot: 64508fz00. Device history record review did not show any nonconformance's, potential nonconformance's, or deviations associated with the likely cause lot number and complaint issue. Clinical specificity testing using an in house retained kit of the complaint lot was completed. Testing met acceptance criteria indicating the lot is performing as expected. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag confirmatory v.1 for lot number: 64508fz00 was identified. All available patient information was included. Additional patient details are not available.